Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration during testing. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition and with the tamper seals intact. There was no evidence of the error in the event history log. The reported problem was not duplicated during functional test. No fault was found as the pump successfully passed the calibration test, however the pounds per square inch (psi) test resulted in a value below the specified range, and it was recommended replacing the downstream occlusion sensor due to the low reading. The root cause of the reported problem was unknown. No fault found regarding calibration. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).